Event description:
Customer alleged blood glucose results of 200 mg/dl, 76 mg/dl, 132 mg/dl, and 68 mg/dl when testing was performed back-to-back on the complete system. The customer reported having symptoms of low blood glucose, self-treated with milk, and felt better. No serious adverse event was reported in connection with the alleged malfunction. The suspect device was unavailable for return; replacement product was sent.